Event description:
Customer's mother stated that the insulin pump was dropped into swimming pool. The insulin pump is not working. The customer's blood glucose reading is 236 mg/dl. Caller stated that the insulin was mixed in with the dry clothes on the towel. When the customer grabbed the towel, the insulin pump fell into the swimming pool. No cracks on the insulin pump, but the buttons stick. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.